Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated. No adverse patient effects were reported. This device remains in service.